Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty-three devices. A visual inspection of the sealed samples noted no abnormalities. The visual inspection of the opened samples noted three needles and one suture. Two needles were received damage and one was intact. One of the damaged needles had a bent tip and a bend on the swaged half of the needle. Upon microscopic inspection, instrument marks were noted near the bend sites. The remaining damaged needle had a broken tip and a bend on the swage half of the needle. Upon microscopic inspection, instrument marks were noted near the bend and break sites. The intact needle was received inside the retainer which still remained inside the opened foil and breathable pouch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle broke. They used another device to complete the case. No patient injury.